Event description:
Spectrum catheter was smoothly inserted in right internal jugular vein, but the guide wire stuck when the guide wire was removed out of spectrum catheter. The physician pulled guidewire and spectrum catheter out, and then found the guide wire was damaged. Therefore, there remained some guide wire in tissue. The physician removed wire from the tissue by using surgical procedure. The pt has expired. As local (B)(4)know, the chief complaint was septicemia complication.

Manufacturer narrative:
Death is not listed in the instructions for use. Separates is not listed in the instructions for use. Device was returned damaged and visually examined for any signs of damage that would substantiate a root cause. The mandrel of the wire guide has separated. Whether the mandrel wire fractured or was cut possibly to aid in withdrawal is unk. The coil wire is elongated but intact. Based on the provided info, septicemia likely contributed to demise of the pt. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. Per specs, this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition, each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." As a result of previous complaints and with a goal of improving the product performance, a preventive action has been issued to address the issue of separation. We will continue to monitor for similar complaints. Per quality engineering risk analysis, risk reduction is not necessary. However, a preventive action has been initiated and is currently open.